Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The patient reported two events of inaccuracies that required medical intervention (10/30/2023 and 11/04/2023). It was reported that the cgm has been 40-50 points off even after several calibrations. The patient experienced inaccurate values on 10/30/2023. The cgm was displaying 40 mg/dl while the bg was 91 mg/dl. The patient had a seizure and was taken to the hospital via ambulance. The patient stated that he was not admitted just "accessed post seizure". The patient stated that at the hospital they monitored their blood sugars by doing fingersticks due to the dexcom being off. Fluids were given to keep the patient hydrated and testing done. It is unclear which event this treatment was for. The patient stated at the time of the report that the last cgm reading was 136 mg/dl while the bg was 179 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Please refer to the similar event that occurred on 11/04/2023/2023 under (B)(4).